Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the atrial lead was damaged resulting in failure to capture and low pacing impedance. The atrial lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance and failure to capture were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found with the exception of procedural damage.